Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, foreign objects were clogging the nozzle, causing water removability to not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was observed that the adhesive on the bending section cover had a chip, a crack and had a white-cloud area due to chemical or physical stress. Also, the adhesive around the objective lens and light guide lens had a white clouded area and was peeled due to chemical or physical stress. It was also observed that the image guide protector had a cut due to handling. It was observed that the expected insulation capacity could not be obtained due to a cut on heat shrinking tube of the lock engagement lever caused by handling. It was also observed that the paint on the suction, air and water cylinder was peeled due to deterioration caused by handling. It was observed that that the scope connector had a crack due to handling. It was also observed that universal cord had a wrinkle due to a cleaning method or bending at a sharp angle. It was also observed that the suction cylinder was shaved. Also, switch 4 had wear. Lastly, scratches were observed on the following unit components due to handling: connecting tube, on the protector of universal cord on control section side, the grip, universal cord and on the protector of universal cord on the scope connector side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had an insufficient angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that fibrous foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.